Event description:
A 28mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft was implanted in a pt for endovascular treatment of a 6 cm abdominal aortic aneurysm on in 2002. The proximal aortic neck was significantly tortuous with some calcification and disease in the common iliac arteries. The pt was brought to the operating room and prepped and draped in the usual sterile fashion. The common femoral arteries were exposed. The bifurcated stent graft was inserted into the right side, but would not pass through areas of tortuosity and calcification. A 22 french sheath also would not pass. A 16 french sheath was passed into the right side, and the 22 french sheath was inserted into the left side, and the bifurcated device was inserted and positioned. The stent graft was depolyed, and the runners were retracted without difficulty. Some persistent leakage of blood was noted in the femoral insertion site due to clacification and inability to obtain a complete seal. Angiorgraphy indicated that there was an area of contrast that did not resolve near the proximal portion of the stent graft, adjacent to the renal arteries. The physician believed that there might be a dissection of the aorta. At this time, the pt's blood pressure dropped suddenly from 140-180 mm hg to under 60-70 mm hg. The physician became concerned about the possibility of an arterial rupture because of the abnormality seen on angiography combined with the previous access difficulties. An aortic occlusion balloon was inserted and inflated. The pt's blood pressure rose to 80-90 mm hg. The decision was made to convert the pt to open surgical repair. During the repair, there was no evidence of rupture or blood staining in the retroperitoneum. No dissection was noted. The stent graft was removed without difficulty, and a hemashield graft was anastomosed ot the aorta and iliac vessels. It was reported that the pt tolerated the procedure well. The physician states that the decision to convert the pt was based on the pt's hypotension and the abnormality seen on imaging. After the case was completed, the physician reassessed the images, and the area that was felt to be a dissection was actually an area of bowel gas. The pt's hypotension was reported to be related to volume depletion and cardiac dysfunction, and there was no evidence of any rupture. No clinical sequelae were reported, and the pt is reported to be fine.